Event description:
It was reported that the patient has had a chronic driveline infection of staph epidermis that was first identified on (B)(6) 2022. There was a sternotomy wound breakdown with two ongoing wounds that have grown staph epidermis and staph haemolyticus. Treatment for both the sternal and driveline infections was long term intravenous (IV) vancomycin started on (B)(6) 2022 which was switched to oral pristinamycin on (B)(6) 2022. The patient will likely remain on this medication until cardiac transplant. Of the two sternal wounds the inferior wound was failing to heal and removal of a sternal wire on (B)(6) 2022 was planned to aid in wound healing.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.